Manufacturer narrative:
Other serious: udf. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the threads of the head of the headless screw broke off during insertion into the lapidus plate. The surgery was completed with the broken screw remaining in the plate. No additional patient complications were reported.